Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is currently not available.

Event description:
Patients at surgery, but it wasn't carried out the connection of the water suction hose coming out of the joint where the surgery is performed. However, yesterday we realized that the water coming out of our vapr vue was boiling. The equipment programmed at standard temperatures caused a major high in the temperatures. Finally the burn is hot water. Patient two.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, it was reported by the customer that the cause of this incident was determined to be failure to follow instructions. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was informed by the hospital that during using the equipment by the hospital, they did not connect the suction hose off the equipment, (which is described and requested in its use), this caused the drain water and stay in constant contact with the skin. That's the reason for the burning. Information received on 10-13-2016. The device won't be returned.